Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser system presented with poor power during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported experiencing low laser power output from the system. The company service representative examined the system but was unable to find any issue. The company service representative examined the customer¿s laser indirect ophthalmoscope (lio) and found a nonconforming fiber. The lio fiber was replaced. The system was then tested and met all product specifications. The system was manufactured on july 29, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming lio laser fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).